Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned. Visual inspection of the lead found the helix was partial extension and clogged with blood. X-ray examination of the lead was normal. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event failure to capture was not confirmed. Electrical testing performed was also normal.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged which caused the lead to fail to capture. The lead was explanted and replaced. The patient was in stable condition.